Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Surgeon was performing a hardware remove on a male patient who had a lis franc and lapidus cp implanted several months prior. When I arrived at the facility surgeon had begun the case. He immediately notified me that he had broken 4 screw driver shafts trying to remove the implanted 2.5/3.5 screws. Only 3 shafts were collected after the case. The most proximal locking screw already had a broken shaft lodged in the screw head during insertion, he said he wasn't aware of that at the time. At this point he had also tried all torque head screw driver shafts in the variax product line to try and remove the screws this included the variax foot, hand, and ankle. The hospital also pulled all extraction sets and competitive companies torques heads to try and remove the screws. He was able to remove some of the screws in both plates. As a last option used a bur and burred the heads of the screws and used an osteotome to lever the plate up freeing them from the screw. Some of the screws he backed out of the bone and some he used a rongue to get out. Fusions were a success 6-8 weeks after initial implantation, surgeon stated that the plates exceeded his expectations. Case ended in a success with all hardware removed.

Manufacturer narrative:
The reported incident that screwdriver blade, t7 was alleged of breakage could be confirmed, since the device was returned for evaluation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by off label use. The devices were removed using variax screwdrivers. Those screwdrivers were not designed for this brand (anchorage) therefore, the hardware removal was difficult because of this wrong instrumentation used. If any further information is provided, the investigation report will be updated.

Event description:
Surgeon was performing a hardware remove on a male patient who had a lis franc and lapidus cp implanted several months prior. When I arrived at the facility surgeon had begun the case. He immediately notified me that he had broken 4 screw driver shafts trying to remove the implanted 2.5/3.5 screws. Only 3 shafts were collected after the case. The most proximal locking screw already had a broken shaft lodged in the screw head during insertion, he said he wasn't aware of that at the time. At this point he had also tried all torque head screw driver shafts in the variax product line to try and remove the screws this included the variax foot, hand, and ankle. The hospital also pulled all extraction sets and competitive companies torques heads to try and remove the screws. He was able to remove some of the screws in both plates. As a last option used a bur and burred the heads of the screws and used an osteotome to lever the plate up freeing them from the screw. Some of the screws he backed out of the bone and some he used a rongue to get out. Fusions were a success 6-8 weeks after initial implantation, surgeon stated that the plates exceeded his expectations. Case ended in a success with all hardware removed.